Event description:
Device was used during a laparoscopic cholecystectomy. It was reported by the rep that the silicon ring of flapper bulb dropped. There was no consequence to the pt.

Manufacturer narrative:
D5,6:h4: info unavailable. Results of eval: conclusion: the inner gasket was intact but out of position. No conclusion could be reached as to how the inner gasket was out og position.